Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. In this case, failure to achieve hemostasis was possibly due to a poor vessel capture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that closure of (an antegrade femoral stick) of the mildly calcified left common femoral artery was attempted with two proglide devices after an interventional atherectomy procedure using a 6f sheath. Reportedly, the first proglide was successfully advanced to the vessel wall and tightened without issue, however, complete hemostasis was not achieved, so a second proglide deployed. When the second proglide was inserted and blood flow was confirmed, the device was pulled back; however, the device was stuck and unable to be moved in any direction. Fluoroscopy of the site noted that the device broke at the location where the black hydrophilic part meets the metal part [at the guide and the guide tube junction point]. The black hydrophilic part [guide] was completely inside the vessel. The patient was transferred to a hospital. Surgery was done to remove the device and achieve hemostasis. Hospitalization was not prolonged and the patient was discharged as expected. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.